Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A pharmacist reported to baxter (B)(4), that a home patient (hp) experienced an issue with their minicap. The hp was at home and their nurse noticed that the clamp didn't work, the nurse tried to clamp the minicap but it was leaking. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab for leak. One used set with cap on dark blue connector and no cap on patient connector was received in reference to leak. Functionally the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined.